Event description:
It was reported that balloon rupture occurred.   The stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.0mmx2.0cmx50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm upon first inflation. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon pinhole located approximately 10mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.0mmx2.0cmx50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm upon first inflation. The procedure was completed with another of the same device. No patient complications reported.